Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Moreover, only the proximal segment was returned and was noted severed approximately 75 millimeters from the terminal end. The conductors were intact on the segment of lead returned. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were no atrial markers noted. Boston scientific technical services (ts) discussed that the right ventricular (rv) pacing is bi-ventricular trigger pacing, so there is rv sensing going on, and that restarts the va timer, but before device can pace atrial, another rv occurs. Ts also explained that there were no intrinsic amplitude measurements for quite some time. There was no sensing on ra. The lead remains in service. No adverse patient effects were reported. Additional information from the field indicated that this lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that there were no atrial markers noted. Boston scientific technical services (ts) discussed that the right ventricular (rv) pacing is bi-ventricular trigger pacing, so there is rv sensing going on, and that restarts the va timer, but before device can pace atrial, another rv occurs. Ts also explained that there were no intrinsic amplitude measurements for quite some time. There was no sensing on ra. The lead remains in service. No adverse patient effects were reported. Additional information from the field indicated that this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that there were no atrial markers noted. Boston scientific technical services (ts) discussed that the right ventricular (rv) pacing is bi-ventricular trigger pacing, so there is rv sensing going on, and that restarts the va timer, but before device can pace atrial, another rv occurs. Ts also explained that there were no intrinsic amplitude measurements for quite some time. There was no sensing on ra. The lead remains in service. No adverse patient effects were reported. Additional information from the field indicated that this lead was surgically abandoned. No additional adverse patient effects were reported.